Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. There were signs of drainage, and the wound had not fully healed. The patient was prescribed antibiotics. The patient underwent a system explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7074124.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. There were signs of drainage, and the wound had not fully healed. The patient was prescribed antibiotics. The patient underwent a system explant procedure. Additional information was received that the explanted devices will not be returned as they were discarded by the medical facility.